Manufacturer narrative:
Block h6: impact code f1001: is being used to capture the reportable issue of aborted/cancelled procedure. Block h11: upon receipt of the device at our quality assurance laboratory, the device was thoroughly analyzed. Functional examination noted that the device had full articulation in both directions. Visual examination showed no defects to the distal tip, shaft, or pcba were observed. Additionally, no leak was identified, no defects and the device displayed a live, clear image. The reported event was no confirmed. The device history record (DHR) was reviewed and indicated that the device met all manufacturing specifications. Based on the information available, following a comprehensive evaluation, no device defects were identified that could contribute to the reported event. The device is fully functional and successfully passed all analytical tests and inspections. Based on the gathered data and product analysis, the investigation has been concluded with the code no problem detected, indicating the reported issue could not be confirmed. No escalation is required.

Event description:
It was reported that during procedure, lithovue scope had a "hardware malfunction" user message appeared on the screen. The procedure was cancelled due to this event.

Manufacturer narrative:
H6: impact code f1001: is being used to capture the reportable issue of aborted/cancelled procedure.

Event description:
It was reported that during procedure, lithovue scope had a "hardware malfunction" user message appeared on the screen. The procedure was cancelled due to this event.